Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the tamper sticker already peeling off was confirmed during the external inspection and r&d testing. Incidental issue of yellow membrane was able to be confirmed during the external inspection of the device. Testing performed by bd r&d was able to replicate the yellowing when using an approved cleaner that contained bleach. The testing showed that the yellowing occurs over time. Both suspect pump modules, sn (B)(6) and sn (B)(6), were received with damaged manufacturer seals, each module showed multiple yellow spots or stains on the clear polyurethane seal covering the plastic membrane. Additionally, both modules had a label affixed showing information about a germicidal disposable wipe. All inspected parts were manufactured by bd. An analysis of the error logs did not reveal any errors or malfunctions during the reported time frame. A log review of the event logs for the pump module sn: (B)(6) showed that the last infusion was recorded on (B)(6) 2025 at 6:40 am rate=7 ml/h, volume to be infused (vtbi)= 783.051 ml. This event is not related to the reported issue. For the pump module sn: (B)(6) event logs showed that the last infusion was recorded on (B)(6) 2025 rate=0.7 ml/h, vtbi = 150 ml, this event is not related to the reported issue. Pump module laboratory testing: preventive maintenance was performed on each of the suspected pump modules. This test verified that the device was functioning correctly; no failures or anomalies were observed during the testing. Exponent alaris contamination analysis the third-party engineering facility's results determined the following findings: the ftir analysis confirmed the front and back of the membrane were consistent with a polyurethane-based material. Inspection of the yellowed and non-yellowed locations confirmed the chemical composition of the unit appears unchanged by the presence of the yellow features on the suspect unit membrane. It was also found that the residue in the yellowed spot contained elements such as sodium and phosphorous, whereas the nominal area only detected elements associated with the polyurethane film. R&d testing bd r&d performed testing under test report dir: (B)(4) where they replicated the yellowing on the membrane frame when testing a bleach product. Their testing showed that the yellowing occurs after some length of time. Bd recommends using healthcare-grade cleaning products that are recommended for cleaning bd alaris¿ system devices. Do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. According to the alaris cleaning products guidelines tip sheet, the alaris system requires proper care and maintenance to remain in good condition. To ensure that your devices operate efficiently, use the recommended cleaning products and correct cleaning and inspection processes. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This issue is being escalated and will be investigated under failure investigation (dir: (B)(4)). Root cause: the root cause of the reported issue, where tamper-indicating stickers were already peeling off, is attributed to the use of cleaning products that are not recommended for cleaning bd alaris¿ system devices. This issue is being escalated and will be investigated under failure investigation (dir: (B)(4)). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the stickers applied to new pumps are already peeling up. As well as the membranes are staining yellow. There was no patient involvement. Customer reports they strictly follow the instructions for use (IFU) and approval letters from bd. They use pdi super sani cloths for cleaning and pdi bleach for disinfecting.